Event description:
The reporter did back to back blood glucose testing, one after the other, using different fingersticks and strips. The results were 335 and 265 mg/dl. Reporter had symptoms of frequent urination and being groggy. Reporter had never cleaned meter. A control solution test was not due to unavailability of supplies. On followup, the lifescan representative reviewed qc procedures, testing technique and discussed meter/lab testing.